Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bowel resection, the device misfired. The staples were not deployed properly. Opened new load and fired new load. No injury as a result of the event.